Event description:
It was confirmed that the pt had experienced increased pain. It was confirmed through a contrast dye study that the pt's catheter had dislodged and migrated out of the intrathecal space. A catheter revision was done. The pt recovered without sequela. The medications being delivered via the device system were morphine sulfate, clonidine and ziconotide.

Manufacturer narrative:
(B) (4).